Event description:
Hospital reported that the illuminated laser probe started to produce air bubbles during surgery and did not work properly. Surgery as completed after system exchanged. There was no patient harm. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).